Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
After the procedure, an x-ray was taken and showed that the stem had been installed incorrectly (the tip of the stem appeared to puncture the femur), causing it to be replaced. A different size stem was used, but the head was reused from the same product that had been removed based on the doctor's judgment.

Event description:
No additional information.

Manufacturer narrative:
Reported event: an event regarding malposition & intraop fracture involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was nor returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.